Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient heard a ¿pop¿ when he was sleeping, and checked the implantable neurostimulator (ins) and saw a power on reset (por). The patient went to the e.r. Afterwards, and his ins was interrogated and turned back on. Upon follow-up interrogation on the notified date, the impedances were normal and the therapy functioned normally. It was noted that the patient charged frequently and the health care provider (hcp) did not think the ins encountered the por due to low charge. Additional information received reported that the cause of the por was undetermined. It was noted the patient did not experience any change in symptoms prior to the incident and they were doing well since they restarted the stimulation. They were instructed to keep their device charged on a regular basis and to monitor home environment for possible electromagnetic interference (emi) sources. The patient received effective therapy.